Manufacturer narrative:
Manufacturer's investigation conclusion a specific cause for the reported transplant could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the event(s) that prompted the transplant could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. The heartmate 3 lvas IFU, rev. C, is currently available. Although no device-related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Reporter postal office or zip code: (B)(6).